Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that some rt021 catheter mounts had excessive glue on the tubing connectors. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Returned devices: 15 rt021 lot 131113 - date of manufacture: 13 november 2013; 18 rt021 lot 131114 - date of manufacture: 14 november 2013. Method: thirty three rt021 catheter mounts were returned to fisher & paykel healthcare in (B)(4) where they were visually examined. Results: visual inspection revealed excessive glue on 14 (4 from lot 131113 & 10 from lot 131114) of the returned rt021 catheter mounts. No fault was found with the remaining 19. A lot check revealed no other complaints of this nature for lots 131113 & 131114. Conclusion: all rt021 catheter mounts are visually inspected specifically for excessive glue. Any catheter mounts that fail are rejected. The user instructions that accompany the rt021 catheter mount state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". The hospital staff correctly followed our user instructions and checked the rt021 catheter mounts for occlusions prior to being used on a patient.